Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye observed a broken occluder foot beneath the twist clamp. Functional clear passage test was performed with no issues noted. A functional leak test was performed and no leaks were observed from beneath the returned minicap or the patient connector. A clamp function test revealed a leak through the closed twist clamp which was caused by a broken occluder foot beneath the twist clamp. The reported condition of leak at the female connector was not verified however, a leak through the closed twist clamp due to a broken occluder foot was verified. The device did not meet specification. The cause of the condition could not be determined, however, a possible cause could be if the device was exposed to chemical agents such as hydrogen peroxide, alcohol, or bleach as listed on product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿iodine was leaking from side when minicap closed¿. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.